Event description:
It was reported that the patient developed an infection. The physician revised the pocket and reinserted the device into a new pocket. The device remained implanted. Patients condition was good.

Manufacturer narrative:
(B)(4).